Manufacturer narrative:
Updated fields - b4, e1(site country), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 (fse) field service engineer resolved this issue by replacing battery sealed lead acid 12v (0146-00-0039) and safety disk assy (0997-00-0985-01). Unit passed all functional tests and returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, g2, h6 (clinical and impact code). Updated data: b4, e1 (phone#), g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by a getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has bad vacuum performance after 5000h maintenance. There was no patient involvement.

Manufacturer narrative:
Follow up 1 inadvertently sent as 10/06/2023 should be 3/31/2023.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has bad vacuum performance after 5000h maintenance.